Event description:
It was reported that this risht ventricular (rv) lead exhibited loss of capture in which the patient experiences asystole greater than two seconds. Subsequently, this lead was surgically abandoned and reolaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).